Event description:
It was reported that the programmer exhibited a shock on the screen and stopped working. The device was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.